Event description:
It was reported that a (B) (4) handheld computer's screen was freezing at the "interrogation successful" screen. A new handheld was sent to the physician, and the old one has been returned to the MFR and is undergoing analysis.